Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg reached it's end of service. It is unknown if the device reached end of service prematurely. Surgery may take place at a later date to address the issue.

Event description:
Patient underwent a procedure on (B)(6) 2019 where the ipg was explanted and replaced. Patient has therapy following the procedure.